Event description:
At the end of the procedure, staff noted a hole and leaking in the chamber of four-bag irrigation set tubing. In addition, adaptor to continuous bladder irrigation did not fit to foley.